Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pacing parameters did not match the programmed settings. An external monitor displayed a pulse rate nine beats per minute above the programmed rate. It was originally thought that the epg was operating in single chamber mode, and since the ventricle was not being paced at the time of the discrepancy, there was not thought to be a performance issue. However, it was later determined that the epg had been operating in dual chamber mode, and the atrium was being paced, so there was a discrepancy in parameters. It was also determined at that time that there was no capture in the atrium. There was no testing performed on the epg, so it was not possible to determine if the device was functioning as programmed or not. The epg remains in use. No patient complications have been reported as a result of this event.